Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he developed a cut or puncture in his stoma at the distal end measuring approximately 3/16 of an inch. He removed the wafer and applied a new one. He also stated that this area healed without intervention. No photo is available at this time.